Manufacturer narrative:
Per the user guide: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent auto-off alert/alarms occurred. Customer's blood glucose was 288 mg/dl. Tandem technical support informed customer function of auto-off safety alarm. Customer acknowledged information.